Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the subject pump had a call service alarm issue. The patient was unable to retrieve the alarm code due to the pump having a power issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/07/2016 with the following findings: a review of the pump¿s black box revealed consecutive cs 087 alarms. Unable to investigate a call service complaint due to an unresponsive keypad. The pump was opened and there was moisture found on the keypad flex connector. (B)(4).